Manufacturer narrative:
(B)(4). No devices were received; therefore the condition of the components is unknown. Part and lot identification are necessary for review of device history records, neither were provided. This device is used for treatment. Unable to perform a compatibility check based on the provided information. Unable to perform a complaint history review based on the provided information. Surgical notes were not provided. Root cause cannot be determined with the information provided. No corrective actions, preventive actions, or field actions resulted after investigation of this event. Unable to confirm complaint. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. This report is being submitted late as it has been identified in remediation.

Event description:
It was reported patient currently has a discovery primary elbow replacement with fractured ulnar stem and well fixed humeral stem. Surgeon is requesting custom primary stem with extra length and suture holes to mate with existing humeral stem, provide increased fixation and soft tissue attachment.